Event description:
When zyderm 2 was injected into the inferior eyelid, deep dermis and orbicular muscle of the eye of the patient, redness, swelling, and induration were noted at the injection sites. Chlorpheniramine, betamethasone and loratadine oral tablets were prescribed as treatment. The symptoms have not resolved.

Manufacturer narrative:
We have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviation noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.